Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports orthodontist stated there will be a need to receive alternate care as byte has not fixed the teeth, and that the aligners have caused mobility issues with the lower teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.